Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 12 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2015. The analysis of the device memory also indicated that the ventricular tachyarrhythmia therapy energy was low. There were 20 attempted shocks with less than 5j delivered energy on (B)(6) 2015. Concomitant medical products: 6932 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) superior vena cava (svc) coil on the lead had displaced to the another right ventricular (rv) lead and the charge energy on the device for the appropriate shocks were delivered only partly, possibly due to a short circuit. The leads was damaged during explant. The device was explanted and replaced. No further patient complications havebeen reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis. However, performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found,the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. Not possible to determine which lead is responsible for the low delivered defibrillation energy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.